Manufacturer narrative:
On following up with the physician's facility, it was found out that the surgeon believed that the patient may have rubbed the implanted eye that could have contributed to flap striae and flap dislocation post operatively. One day post-op, surgeon lifted the flap, removed the inlay, and irrigated. Flap was repositioned and patient was implanted with a new inlay. The patient is doing well with the new inlay implant. The device history record (DHR) was reviewed and it was determined that the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported issue. Reviewed labeling and this complication is a known risk. (B)(4).

Event description:
It was reported that the inlay was explanted one(1) day postoperatively due to flap striae and dislocated flap. It was also reported that the flap was re-lifted, re-positioned and a new inlay was implanted. The patient is doing well with the new inlay.

Manufacturer narrative:
The device was returned to the manufacturer and subjected to a thorough microscopic visual examination; however, there was no inlay found inside the container and no further analysis could be performed. (B)(4).